Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the diluter cpu card was defective. The fse replaced the card, which repaired the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer for generating vote outs for patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.